Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/18/2023. An investigation was conducted on 08/24/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. One of the collars of the extension cable was observed to be separated from the cable, exposing the inner wiring. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after the endoscopic vein harvesting procedure, the hemopro2 extension cable broke when they handed it off the sterile field, as they were disconnecting it from the hemopro 2 evh device. No case delays reported. No patient effects reported.